Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving morphine (20 mg/ml at ¿0.200mg/3.852 mg/day¿) via an implanted pump. The pump was currently delivering morphine (20 mg/ml at ¿0.789 mg/4.641 mg/day¿). The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the pump was alarming or beeping. Per the patient, this was the 4th time the pump malfunctioned since she had it; it alarmed long before its time; and the ptm (personal therapy manager) won¿t give her any medication. The pump first alarmed early in 2016; then again in (B)(6) 2016; and again in (B)(6) 2016. It was ¿beeping and stopped¿. The healthcare professional (hcp) checked it and fixed it and told the patient she was okay. The hcp didn¿t tell her exactly what occurred. On (B)(6) 2017 the patient heard beeping and felt it had malfunctioned. Over the weekend she had started getting withdrawal symptoms. During the report, the patient was asked to get her ptm and was walked through checking the alarm status using the ptm. At first the patient encountered poor communication. The patient repositioned the ptm; tried again; was able to connect; and then there were codes on the ptm screen. On (B)(6) 2017 there was an 8254 (low reservoir alarm occurred) error code and on (B)(6) 2017 at 01:37 there was an 8286 (empty reservoir alarm occurred) error code. The patient had the telemetry printout from her pump refill on (B)(6) 2016 and it stated that the low reservoir alarm date wasn¿t until (B)(6) 2017. The patient had a follow-up appointment tomorrow at 11:30 am, but due to transportation couldn¿t get in sooner. The patient was planning to call her hcp right now for more information regarding the 3 other events in 2016.